Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the presumed cause is reasonably inferred from available information indicating stress-related factors such as component damage or degradation. The most likely cause of the complaint is anticipated to be predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus cysto-nephro videoscope was returned to the service center with a report of "leaking at the distal tip." This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During the inspection of the device, the adhesive on the a-rubber bending section was detached. There was no patient involvement.